Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when turning on the system, the blue led was on and the site could hear the fans in the system running. There was an orange led on the lower right of the monitor, but the monitor was black. Technical services (ts) had the site push the keys on the bottom of the monitor to unlock it but monitor options did not come up. A representative went to the site to test the issue. The representative went to the site to test the system. She reseated the cables and tightened the grounding cable. This resolved the issue temporarily.

Manufacturer narrative:
The monitor was returned to the manufacturer. Functional testing found that the component was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.